Event description:
It was reported that after dinner the user experienced a severe low blood glucose event while using the ilet bionic pancreas, and the cause was unclear. Symptoms included hypoglycemia. Outcomes included the need for assistance consistent with a severe hypoglycemic event. Investigation included a review of available case information and a request for additional details from the customer. Investigation of this case revealed no confirmed device malfunction based on the information provided, and no device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.